Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one video was provided for review, the video shows fluid leaked out from the mid portion of the catheter tube. Therefore, investigation is confirmed for the reported fracture and identified fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 61-year-old male patient was prepped for a port placement procedure using the power port MRI isp for undergoing chemotherapy for cardia cancer. Prior to the procedure, during the pre-implantation inspection of the flushing kit, the healthcare provider identified a tear in the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 61-year-old male patient was prepped for a port placement procedure using the power port MRI isp for undergoing chemotherapy for cardia cancer. During the pre implantation inspection of the flushing kit, the healthcare provider identified a tear in the catheter. The procedure was completed using another device. There was no patient contact.